Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 03-feb-2026. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ap (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25209.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient with chest pain and shortness of breath. Return product is available for investigation. Method, date, collected, tested, results (ng/l), sample, positive/negative; vista, (B)(6) 2025, 7:36, 8:24, 5, a, negative; I-stat, (B)(6) 2025, 7:49, 7:49, 5, b, negative; I-stat, (B)(6) 2025, 9:37, 9:37, 56.5, c, positive; vista , (B)(6) 2025, 10:06, 10:51, 7, d, negative I-stat, (B)(6) 2025, 11:38, 11:38, 23.2, e, positive. 99th percentile, 90% ci. Sex, n, (ng/l, pg/ml), (ng/l, pg/ml); female, 490, 13, (10, 17); male, 404, 28, (19, 58); overall, 895, 21, (14, 30);